Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty led unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that an "e105" lamp lighting error occurred due to failure of the led unit. Additional evaluation findings are as follows: 1.) The battery on the printed circuit board was found depleted; 2.) Poor appearance of the rear connector noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cv-170, video system center was inspected prior to release. Upon inspection and testing of the device, an error code "e105" occurred due to failure of the light emitting diodes (led) light source unit. This report is submitted due to the finding of error code "e105," identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.